Event description:
It was reported that the programmer "stalled" at the logo screen and did not load the "model select" screen. Technical services recommended that the 2090 service disk be run on the programmer and if this does not correct the issue, the programmer should be returned for service and repair. Additional information obtained through follow up indicated that the service diskette was not available. The programmer will be returned for service. Another programmer was used to complete the task. There was no indication of patient involvement or complications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.